Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 10.6 mmol/l on aviva combo system, 4.3 mmol/l on aviva expert system within 10 minutes. The patient used 2 vials of strips with the same lot number for the comparison, the lot number was not provided. Advised both meters and strips will be requested for return. No adverse event reported.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.